Event description:
The customer reported that the surgeon was unable to cut the patient¿s tissue. There was no injury to the patient. The device was returned to covidien and visual inspection discovered that the insulation was damaged.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The knife extended and retracted normally when the trigger was activated. The knife was not stuck. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.